Event description:
Customer stated that there are segments missing on the display screen. A review of the systems was performed over the phone. This review indicated that segments were missing from the display. The customer was asked to return the meter for further evaluation and a replacements was provided.